Event description:
The company was informed that the recipient's device was explanted. The recipient was re-implanted with another advanced bionics cochlear device. Advanced bionics is in the process of gathering more information. Once additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.